Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2003 and mesh was implanted, and on (B)(6) 2012, miniarc was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystocele, and rectocele, and mesh was implanted concurrently with anterior/posterior repair. It was reported that at the time of implant the patient weighed (B)(6), and later underwent gastric bypass surgery, losing over 100 lbs. It was reported that on (B)(6) 2012 during implantation of mini arc, patient underwent mesh removal due to erosion and extrusion.